Manufacturer narrative:
Date rec'd by MFR: 21nov2019. An alternating current (ac) power cord was returned for analysis. An investigation was performed and cannot verify customer complaint. No fault found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13sep2019. The service technician confirmed the reported issue and periodic maintenance. The service technician replaced the ac power cord to resolve the reported issue. No other abnormality was confirmed but the following parts were replaced as regulated by periodic maintenance 1 procedure to prevent failure: oxygen filter, air inlet filter and cooling fan filter.

Event description:
The customer reported the alternating current (ac) power cord was deteriorated and periodic maintenance 1 was performed. There was no patient or user harm reported.